Event description:
It was reported that during a gastric sleeve procedure, there was excessive leaking from the seal of the trocars. As soon as an instrument was inserted, the seal leaked immediately. A total of 11 devices were opened and used in the case. An additional hour was added to the procedure due to leakage. The patient is okay.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the b12lt device (a1) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review. The analysis results found that the cb12lt device (a2) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device a2 additional information: (B)(4). The analysis results of the trocar device (a3) found that a cb12lt universal seal assembly was received latched onto a 15mm sleeve . Therefore, no functional testing could be performed to evaluate the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device a3 additional information: (B)(4). No device returned. (B)(4). The analysis results found that the cb12lt devices (a4 and a5) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device a4 and a5 additional information: (B)(4).